Event description:
The customer reported that prior to use of a pt the iabp generated "electrical test failure code #35" (no comm. With 6809) and "electrical test failure code #39" (comm hc11 failed to interrupt 6809 and/or 68020 cpu's). The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company rep replaced the datasette iab cs100 (part #0670-00-1147) and datasette dss cs100 (part # 0670-00-1148), and as a maintenance requirement he replaced the expired safety dick (part # 0997-00-0985-01). The iabp was tested to factory spec. It functioned normally and was returned to the (B)(4).